Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The root cause was determined to be a faulty electrical connection between the lcd readiness indicator and the device draco pcb connector j2. The device was destructively tested. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.